Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
This correction is being filed to reduce the total from 12 to 1. Individual report numbers 1060818-2023-03544,1060818-2023-03545,1060818-2023-03546,1060818-2023-03549,1060818-2023-03550,1060818-2023-035553,1060818-2023-03554,1060818-2023-03555,1060818-2023-03556,1060818-2023-03557, and 1060818-2023-03562 are the new individual reports associated.

Event description:
Implant failed to osseointegrate.